Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer reported they received third party assistance from their husband, who aided the customer while they were not feeling well, and they vomited. No injury or permanent damage was reported. Customer's blood glucose level was 416 and 457 mg/dl.